Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be replicated or confirmed. Review of the clinical and history logs confirmed no clinical shocks on or near the reported date, and no shock events or errors appear in the log. The customer verified that the correct device was submitted. The unit passed all evaluations, including hipot testing, with no indication of malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to administer a shock to the patient; however, an individual who contacted the patient while the device was connected experienced a shock. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the user due to the reported malfunction.